Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the reported lot. Additional information was requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported having extreme glare, especially when reading off of the tv screen, after having cataract surgery with an intraocular lens (iol) implant. In a follow up, the consumer explained that he had corneal edema for one month postoperatively. He also indicated that his vision has been blurry which interferes with driving and reading. He was prescribed some glasses for minor astigmatism that provide minimal improvement. Additional information was requested from the surgeon.